Event description:
The customer contacted philips healthcare to request a part ID for display assembly reporting the up/down arrow keys no longer worked. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer did their own evaluation.